Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been experiencing high and low blood glucose. During low blood glucose troubleshooting, the customer mentioned that her blood glucose was 57 mg/dl and she treated with glucose tablets. She declined trouble shooting for low blood glucose. She also mentioned that she experienced high blood glucose. At the time of the event, her blood glucose was between 300 mg/dl and 400 mg/dl. She said that she was calling in to report issues with the serter when she noticed how high she was. She did not feel okay to troubleshoot. The customer was advised to change the entire set, reservoir and insulin and treat per her doctor¿s orders. The serter will be replaced. The customer mentioned that she had to change her infusion set twice because of a bent cannula and that it occurred within the first day of use. The customer was advised to change the infusion set but she already had. Next, the customer mentioned that she had experienced no delivery alarm and that it did not occur during manual prime. She stated that she just changed the cannula only and that she doesn¿t have the product in question to return because it is a past event. The insulin pump, infusion set and reservoir are not returning for analysis. The serter will be returning for analysis.